Event description:
The customer reports the event as: when the device was used, the nursing staff noticed moisture in the drain. They could not determine where the moisture was coming from. Ultimately, they did not think it was device related. Although the pt died, the staff did not attribute the death to the device, but rather to other circumstances that lead to the infant's death. No further info available.

Manufacturer narrative:
Sample is available for investigation, but has not been received in time for this report. The results of the investigation are not available at the time of this report.